Event description:
Patient went into ventricular fibrillation requiring defibrillation. Phillips defibrillator used in conjunction with tyco/kendal meditrace 121oh multifunction electrode, which were placed on the patient's chest according to manufacturer recommendation. The patient was defibrillated at 200 joules twice. On the third defibrillation (at 200 joules) a small electrical arc was noted to arc from the multifunction electrode, toward the ECG electrode. The ECG electrode was approximately 2cm in distance from the multifunction electrode. The multifunction electrodes were removed, replaced with new ones, and patient was defibrillated several more times. No other electrical arc was noted. Inspection of the patient's skin under the multifunction electrode revealed burn to skin (red area).